Manufacturer narrative:
(B)(4). Unknown devices of multiple part/lot numbers were implanted during the procedure including: screws - part: 876-716 / lot: unknown (x4) part: 876-816 / lot: unknown part: 876-814 / lot: unknown part: 976-142 / lot: unknown. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a (B)(4) study control patient underwent an acdf procedure using a cervical plate system and allograft implants at c4/5 and c5/6. Approximately one month postoperatively, the patient complained of "intermittent severe interscapular pain radiating to the left arm." Treatment included norco 325 mg by mouth every 4 to 6 hours, as needed. Approximately 2 months postoperatively, treatment included over-the-counter ibuprofen and aspirin (as needed). According to the report, x-rays showed excellent position of hardware. It was noted that the pain now radiated to both arms and fingers. Approximately 3 months postoperatively, the patient reported left arm pain from elbow to wrist, right arm pain and numbness in fingers. Treatment included norco refilled and ultram 50 mg (three times daily) prescribed. It was noted that an emg prior to surgery showed mild carpal tunnel syndrome. Approximately 6 months postoperatively, the trapezius and shoulder pain was gone. Some numbness of the thumb and index finger continued. Treatment included norco 10/325 mg. Approximately 10 months postoperatively, a CT scan was ordered to rule out pseudoarthrosis. Approximately 11 months postoperatively, the CT scan showed multi-level central spinal stenosis at c5-c6, posterior disc marginal osteophytes multi-level neural foraminal narrowing secondary to uncinated spondylosis and facet osteoarthritis. At the 12-months postoperative evaluation, the ap and lateral x-ray of the fusion showed the top level to be solid and the bottom level of the fusion was questionable. No further information was reported.